Event description:
It was reported that the user requested to return the ilet for credit after experiencing low blood glucose events and provided screenshots showing glucose trending below 70 mg/dl with a reading of 54 mg/dl, while also noting that certain lows did not appear in the app history; the care team engaged the user and provider to address use habits related to these lows. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported injuries beyond the low glucose episodes. Investigation included user education, review of user-provided screenshots, and coordination with the clinical team for troubleshooting. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause and that user education and troubleshooting were performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.